Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins site was inflamed and there was wound dehiscence. It was stated that the patient's ins required explant, which was scheduled to take place (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause was due to the patient being very slim and the device was determined to be too large for the individual. The patient may also have had an abscess, but this was not conclusively determined. The issue resolved although the patient¿s urinary incontinence symptoms returned.